Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. During this procedure, she observed that the surgeon had problem with the target device. He stated that it isn't possible to fix it anymore. Nevertheless, he could complete the surgery successfully without any delay.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: a physical examination could not be carried out as the device was discarded by the customer according to information received. Likewise, the reported event could not be confirmed. Moreover, a review of the device history could not be carried out as the lot code of the reported instrument is unknown. Thus, reasonable examination was impossible. Recently, a new fixation screw clamp (catalogue-no 18060273) has been developed in order to hold the fixation screw in place and to prevent it from slipping during insertion. Furthermore, oblique insertion of the fixation screw into the corresponding thread of the targeting arm will be avoided, as after clamping this device onto the metal part of the targeting arm a straight insertion is ensured. However, with the information given the root cause of the reported event could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. During this procedure she observed that the surgeon had problem with the target device. He stated that it isn't possible to fix it anymore. Nevertheless, he could complete the surgery successfully without any delay.